Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous right coronary artery. The 2.5x15mm xience skypoint stent delivery system failed to cross due to anatomy and interaction with a previously implanted stent. The stent dislodged and a balloon dilatation catheter was inflated and deploy the stent inside of the previously implanted stent. The procedure was completed at this time. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.